Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient's bypass procedure on (B)(6) 2016, the left ventricular lead exhibited high capture. At device check on (B)(6) 2016 the capture had risen, at check on (B)(6) 2016 the patient was not feeling well, due to blood pressure being low, capture had increased, the lead remained implanted . At check on (B)(6) 2016 the device was reprogrammed. The patient would be home monitored.